Event description:
The customer reported that the pump battery depleted quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to uninstall and reinstall the mobile app and customer continued to use the pump for insulin therapy.